Event description:
A surgeon reported the handpiece became warm during surgery causing his hand to be red following use. Additional information was received from the customer reporting that there was no actual injury to the surgeon, but the handpiece got hotter than expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).